Manufacturer narrative:
The device is being returned to manufacturer, however has not been received to date. When device is received and a quality engineering eval is completed, a supplemental report will be filed.

Event description:
It was reported, "blisters left on babies in nicu after electrodes only being on for a few hours."